Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the skin being rubbed open under the equipment. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an ointment for the wound. Follow up indicated that the wound improved.